Manufacturer narrative:
The device was returned as part of the asset return process and the following findings were revealed: due to wear of angle wire, bending angle in up direction did not meet the standard value; objective lens had a chip; light guide lens had a crack; bending tube was deformed; adhesive on bending section cover (a-rubber) had a crack; adhesive around objective lens had a crack; universal cord had a scratch; and left-arm was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the air/water tube and air/water cylinder, and there was corrosion around left arm. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
H10: it is uncertain whether there was deviation from instructions for use on reprocessing steps for the points where the material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.